Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a perforation occurred resulting in additional intervention. A v-14 control wire was used in a right sided transcarotid artery revascularization (tcar) procedure. It was reported that during the procedure, while trying to engage the external carotid artery (eca), the 0.035" j-tip guidewire inadvertently moved. An enroute 0.014 guidewire was used to wire the internal carotid artery (ica) but it could not cross the lesion, a v-14 guidewire was used successfully and stent was placed. Final imaging revealed that the stent was placed outside the ica. The physician explanted the stent and noted that the stent had perforated the ica. The physician performed a carotid endarterectomy (cea) and placed a patch to treat the perforation. The physician attributed the initial perforation either to the j-tip guidewire or the v-14 guidewire. The patient was expected to fully recover.

Manufacturer narrative:
Corrected fields: h6. Patient code corrected to e0511 perforation of vessels. Investigation results: the device was not returned for analysis, as it was discarded. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A risk review performed for the v-14 control wire device confirmed that the reported event is a known event defined in the product risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a perforation occurred resulting in additional intervention. A v-14 control wire was used in a right sided transcarotid artery revascularization (tcar) procedure. It was reported that during the procedure, while trying to engage the external carotid artery (eca), the 0.035" j-tip guidewire inadvertently moved. An enroute 0.014 guidewire was used to wire the internal carotid artery (ica) but it could not cross the lesion, a v-14 guidewire was used successfully and stent was placed. Final imaging revealed that the stent was placed outside the ica. The physician explanted the stent and noted that the stent had perforated the ica. The physician performed a carotid endarterectomy (cea) and placed a patch to treat the perforation. The physician attributed the initial perforation either to the j-tip guidewire or the v-14 guidewire. The patient was expected to fully recover.